Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: 0211044738, implanted: (B)(6) 2016, product type: lead. Product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not using the stimulation that much due to feeling uncomfortable pain in the area of stimulation and place of implant. The patient has not had any fall or anything like that. It has happened a few times that the patient felt stimulation was on even though it was turned off on the patient programmer. It was noted that on (B)(6) 2020 the patient felt stimulation on even though turned off, but the mdt showed that the stimulation was turned on and off immediately on (B)(6) 2020 and that was the only occurrence where it was on. The patient does not want to use 3v due to feeling nausea. There were high impedances of >20,000 ohms at 0.7v and 1.5v. X-ray and MRI showed there was nothing wrong with the lead. No abnormalities were found in the mdt data. No further action was noted. No further complications were reported or anticipated.